Event description:
The facility representative stated that a pump had an unexplained "boop" when moving a trash container in front of the pump. The pump reading was reading 0.00, no flows and the nurse had to hand crank while a second nurse had to shut off the pump and restart the device in order to adjust the flows accordingly. The mean arterial pressure dropped to 31 and the mixed venous oxygen saturation level dropped to around 42. The medications or volume given. The patient's vital signs returned to baseline once the flow resumed. The incident lasted approximately for 15 to 20 seconds. The nurses were unable to recreate the incident. After the incident the pump continued to work. Additional information is not available.

Manufacturer narrative:
(B)(4). The product is unknown and therefore the 510(k) entry field is left blank. The pump was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information obtained from the reporter identifies a ventilator manufactured by maquet as the product involved in this incident. According to the reporter, the manufacturer of the ventilator has been notified. Baxter is in the process of trying to obtain clarification as to whether a baxter product was involved in this incident.